Manufacturer narrative:
The recipient's device was reportedly explanted.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device. The external visual inspection revealed that the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. This is an interim report.

Event description:
The recipient is reportedly experiencing loss of sound. External equipment has been exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection revealed that the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. The device failed the residual gas analysis test. The device had moisture that exceeded the residual gas analysis test limit. Leak testing did not reveal any leaks. Capas were implemented. This is not believed to be related to the return reason. This is the final report.